Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive failure where the tape did not adhere to the skin during the insertion process. The reported issue occurred on (B)(6) 2026. No further information available.